Event description:
Add'l info rec'd from MFR 1/12/01: item #2: letter indicates that the test data does not support the fact that the clamp was attributable to the adverse events in the medical device report. However, upon notification, prosec immediately replaced all of their stock with a different clamp. In addition, prosec immediately discontinued the sale and distribution of the clamp in question to any hosp.

Event description:
Umbilical clamp that houses a security transponder inadvertently came off infant, potentially exposing infant to possible abduction from nursery. MFR, prosec protection systems, notified.